Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to losing consciousness and a blood glucose (bg) level of below 20 mg/dl. Experienced a low blood glucose (bg) level of below 20 mg/dl, causing the customer to faint. The customer was treated with intravenous potassium, fluids, and glucose injections. Customer was released from the hospital on the same day. Reportedly, the pump settings needed to be adjusted.